Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. 10265915-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, headache, ulcer nos, arthritis, anemia, depression and pregnancy. Essure confirmation test other (please describe) do not recall. Previously administered products included for an unreported indication: hydrocodone, prednisone, aripiprazole, duloxetine, aripiprazole, duloxetine, aleve, sulfamethoxazole, trimethoprim, ketorolac, ketorolac, docusate sodium, ibuprofen and ergocalciferol. Concurrent conditions included vomiting since (B)(6) 2018, abdominal pain since (B)(6) 2018 and body mass index normal. Concomitant products included cefalexin (cephalexin amel), ciprofloxacin, dexamethasone, ferrous sulfate from 2010 to 2018, hydrocortisone and pantoprazole. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: sulfa allergy"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), pelvic pain ("pain"), adnexa uteri pain ("tubal area pain") and genital haemorrhage ("abnormal bleeding (general)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the endometritis, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder, dysmenorrhoea, migraine, headache, nausea, allergy to metals, dyspareunia, fatigue, alopecia, weight increased, pelvic pain, drug hypersensitivity, adnexa uteri pain and genital haemorrhage outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, bladder disorder, drug hypersensitivity, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of essure confirmation test was given as: approx. 2012-(B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Imaging procedure - on an unknown date: result: other. Concerning the injury reported in this case, the following ones were described in patient medical record conforming-dysmenorrhea, vaginal bleeding, menorrhagia. The following one was described in patient medical record conforming-endometritis. The lot number reported (10265915) is not valid. Most recent follow-up information incorporated above includes: on 21-may-2020: pfs received. Reporter's information added. Event: abnormal bleeding (general ) were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. 10265915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, headache, ulcer nos, arthritis, anemia, depression and pregnancy. Essure confirmation test other (please describe) do not recall. Previously administered products included for an unreported indication: hydrocodone, prednisone, aripiprazole, duloxetine, aripiprazole, duloxetine, aleve, sulfamethoxazole, trimethoprim, ketorolac, ketorolac, docusate sodium, ibuprofen and ergocalciferol. Concurrent conditions included vomiting since (B)(6) 2018, abdominal pain since (B)(6) 2018 and body mass index normal. Concomitant products included cefalexin (cephalexin amel), ciprofloxacin, dexamethasone, ferrous sulfate from 2010 to 2018, hydrocortisone and pantoprazole. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: sulfa allergy"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), pelvic pain ("pain") and adnexa uteri pain ("tubal area pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the endometritis, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder, dysmenorrhoea, migraine, headache, nausea, allergy to metals, dyspareunia, fatigue, alopecia, weight increased, pelvic pain, drug hypersensitivity and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, bladder disorder, drug hypersensitivity, dysmenorrhoea, dyspareunia, endometritis, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of essure confirmation test was given as: approx. 2012-(B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Imaging procedure - on an unknown date: result: other. Concerning the injury reported in this case, the following ones were described in patient medical record conforming-dysmenorrhea, vaginal bleeding, menorrhagia. The following one was described in patient medical record conforming-endometritis. Most recent follow-up information incorporated above includes: on 8-oct-2019: mr received: new event endometritis was added. Fu 3, 4 and 5 processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. 10265915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Essure confirmation test other (please describe) do not recall. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: sulfa allergy"). On an unknown date, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), pelvic pain ("pain") and adnexa uteri pain ("tubal area pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder, dysmenorrhoea, migraine, headache, nausea, allergy to metals, dyspareunia, fatigue, alopecia, weight increased, pelvic pain, drug hypersensitivity and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, bladder disorder, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Most recent follow-up information incorporated above includes: on 29-may-2019: plaintiff fact sheet received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), migraines / headaches, nausea, nickel allergy, dyspareunia (painful sexual intercourse), fatigue, hair loss, weight gain / loss specify which one: weight gain, pain, allergic or hypersensitivity reaction type: sulfa allergy, tubal area pain. Medical history, reporter information were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of endometritis ('endometritis') and menorrhagia ('abnormal bleeding (menorrhagia)'). In a 39-year-old female patient who had essure (batch no. 10265915-inv), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: back pain, headache, ulcer nos, arthritis, anemia, depression and pregnancy. Essure confirmation test other (please describe) do not recall. Previously administered products included, for an unreported indication: hydrocodone, prednisone, aripiprazole, duloxetine, aripiprazole, duloxetine, aleve, sulfamethoxazole, trimethoprim, ketorolac, ketorolac, docusate sodium, ibuprofen and ergocalciferol. Concurrent conditions included: vomiting since (B)(6) 2018, abdominal pain since (B)(6) 2018 and body mass index normal. Concomitant products included: cefalexin (cephalexin amel), ciprofloxacin, dexamethasone, ferrous sulfate from 2010 to 2018, hydrocortisone and pantoprazole. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction, type: sulfa allergy"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), pelvic pain ("pain"), adnexa uteri pain ("tubal area pain") and genital haemorrhage ("abnormal bleeding (general)"). And was found to have weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with surgery (novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the endometritis, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder, dysmenorrhoea, migraine, headache, nausea, allergy to metals, dyspareunia, fatigue, alopecia, weight increased, pelvic pain, drug hypersensitivity, adnexa uteri pain and genital haemorrhage outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, bladder disorder, drug hypersensitivity, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of essure confirmation test was given as: approx. 2012-(B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 20.1 kg/sqm. Imaging procedure: on an unknown date, result: other. Concerning the injury reported in this case, the following ones were described in patient medical record: conforming , menorrhea, vaginal bleeding, menorrhagia. The following one was described in patient medical record: conforming, endometritis. The lot number reported (10265915) is not valid. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. 10265915-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, headache, ulcer nos, arthritis, anemia, depression and pregnancy. Essure confirmation test other (please describe) do not recall. Previously administered products included for an unreported indication: hydrocodone, prednisone, aripiprazole, duloxetine, aripiprazole, duloxetine, aleve, sulfamethoxazole, trimethoprim, ketorolac, ketorolac, docusate sodium, ibuprofen and ergocalciferol. Concurrent conditions included vomiting since (B)(6) 2018, abdominal pain since (B)(6) 2018 and body mass index normal. Concomitant products included cefalexin (cephalexin amel), ciprofloxacin, dexamethasone, ferrous sulfate from 2010 to 2018, hydrocortisone and pantoprazole. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: sulfa allergy"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), pelvic pain ("pain") and adnexa uteri pain ("tubal area pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the endometritis, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder, dysmenorrhoea, migraine, headache, nausea, allergy to metals, dyspareunia, fatigue, alopecia, weight increased, pelvic pain, drug hypersensitivity and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, bladder disorder, drug hypersensitivity, dysmenorrhoea, dyspareunia, endometritis, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of essure confirmation test was given as: approx. 2012-(B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Imaging procedure - on an unknown date: result: other. Concerning the injury reported in this case, the following ones were described in patient medical record conforming-dysmenorrhea, vaginal bleeding, menorrhagia. The following one was described in patient medical record conforming-endometritis. The lot number reported (10265915) is not valid. Most recent follow-up information incorporated above includes: on 18-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.